Event description:
The customer reported via phone call that they experienced high blood glucose and low blood glucose. Blood glucose reading was 447 mg/dl during high blood glucose incident. The customer declined to troubleshoot for both the incident. The insulin pump well not be returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.